Event description:
Subsequent to the initially reported information, it was reported that the proximal shaft separated before entering the patient's anatomy. The balloon did not rupture as originally reported.

Event description:
It was reported that during an un-specified procedure, the 2.0 x 8 mm nc trek balloon ruptured. It was noted that the balloon ruptured prior to being advanced into the patient anatomy. The balloon was soaked and prepped per the instructions for use. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.